Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no findings that could have caused or contributed to the reported issue. The reported #1 button of the keypad not working was verified during evaluation. Evaluation determined the cause was the use of a non-original equipment manufacturer (OEM) keypad which had failed. This unauthorized repair performed outside the factory rendered the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the #1 button was not working on the keypad of a spectrum pump. There was no patient involvement. No additional information is available.